Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer declined to have their device repaired and the device was returned unrepaired to them. The cause of the reported issue could not be conclusively determined.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with this event.